Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed drawer. Drawer main 4 jammed and unable to open. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) removed drawer 4 and replaced the inseparable, as the magnet had fallen out. A cubie was manually removed due to being overfilled. The customer was able to recover from both issues, and no further problems were reported. The customer tested the drawer functionality, and all operations were confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.